Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at time of incident. Customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. Customer stated that they had issues with bent cannula. They were advised about the site locations and insertion process. The product will not be returned for analysis.